Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle precisionglide 21x1-1/4in contained foreign matter. Verbatim: presence of stains and dirt on the needle inside the packaging and within the product. Due to this occurrence, we inform that: a notification process has been opened with anvisa (B)(4), in accordance with the requirements of current legislation; the material involved is segregated, awaiting proper guidance regarding recall or analysis.